Event description:
It was reported that pump experienced malfunction after customer jumped into pool. Customer¿s blood glucose (bg) level was 488 mg/dl. The customer reverted to an alternate method of insulin therapy.